Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ba823su - carbon steel safety scalpel #23. According to the complaint description, the blade retracts during incision. The scalpel does not hold in open position. The patient harm is unknown. Additional information has been requested but not yet received as of this report. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Based on the investigation results, this event was re-evaluated and is considered no longer reportable - no malfunction or serious injury.